Event description:
Pt on the operating room table, and staff preparing equipment to do a procedure. The 5 mm grasper ratchet button came off and fell onto the operating room table. Staff is unsure of date.